Event description:
It was reported that during a starr procedure, the staple line was incomplete. The procedure was completed with same like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Method; results: breakaway washer cut off center; deformed or damaged guide; conclusions: device a arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Device b arrived with the breakaway washer present and with an off-center cut. In addition, the guide face was damaged from a side. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer, damaging the guide face. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.